Event description:
Infovac unit in use to left ischial tuberosity wound. Vac silver foam in use in wound bed. Dressing had been placed in wound bed in 2008 and vac operating at 125mm hg negative pressure continuous. Vac suction stopped. Periwound drape removed after turing off suction. Foam in wound bed was saturated with wound cleaner. When the foam was pulled away from the granulation tissue, pt began bleeding. Anterial spurt pattern noted. Md notified, attempted use of silver nitrate to cauterize bleeder, bleeding continued. Area had to be sutured to stop the bleeder.